Event description:
Literature was reviewed regarding initial experience with the eclipse double-lumen balloon catheter for embolization of cranial vascular malformations. The time frame of this study was august 2021 to march 2024. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx liquid embolic. Deaths occurred in the study population. There were 2 cases of mortality after the family decided to withdraw care due to the poor neurological status caused by the initial hemorrhage. The causes of death were:  ¿ cardiac arrest within 3 months of discharge      ¿ the patient presented with severe functional disability on arrival (mrs 5) and had a ruptured avm. Despite complete angiographic occlusion after the second embolization, their functional status did not improve during hospital stay, and they underwent decompressive craniectomy. Among patient adverse events included: ¿ there were 2 instances of radial artery dissection during embolization of a dural arteriovenous fistula (davf) and arteriovenous malformation (avm). Both patients were transitioned to a transfemoral approach and achieved successful catheterization of their target vessels.      ¿ one patient experienced postoperative rupture of an embolized spetzler-martin grade 2 avm and required decompressive hemicraniectomy. ¿ catheter entrapment occurred in one patient during embolization of a facial avm where the microcatheter tip was embedded in onyx. The retained tip of the microcatheter was removed using a 5 mm snare. ¿ one patient in the davf group had recurrence noted on a follow-up angiogram. ¿ twelve total patients were incompletely occluded on follow-up. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: roy, j. M., sizdahkhani, s., kaul, a., patil, s., musmar, b., el naamani, k., tjoumakaris, s. I., gooch, m. R., rosenwasser, r. H., jabbour, p. M.. Initial experience with the eclipse double-lumen balloon catheter for embolization of cranial vascular malformations. World neurosurgery 189: e1083-e1091 2024. Doi:10.1016/j.wneu.2024.07.089 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.